Manufacturer narrative:
The product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The sleeves do not fit an incision of 2.0 mm.